Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 08-jun-2016 which refers to a who had essure (fallopian tube occlusion insert) inserted after her third delivery. Since insertion, she experienced heavy cramps, suicidal ideation, heavy bleeding during menstruation, headaches, migraines, lower back pain, back spasm, pelvic pain, right hip pain, pain during menstruation (as back labor), depression (massive mood swings), hormonal surges and chills. On an unspecified date, hysterectomy was done due to heavy cramps. Consumer considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy cramps and suicidal ideation, depression. A hysterectomy was performed due to heavy cramps. Both events were considered serious due to its medical importance. Only the event heavy cramps is listed in the reference safety information for essure. In this case, she experienced these events since essure insertion and no alternative explanation was provided. Based on the nature of heavy cramps, a causal relationship with suspect insert cannot be excluded. With regards to the other event, based on the nature and considering that essure has a local action at fallopian tubes, a causal relationship between this event and suspect insert can be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy cramps and suicidal ideation, depression. A hysterectomy was performed due to heavy cramps. Both events were considered serious due to its medical importance. Only the event heavy cramps is listed in the reference safety information for essure. In this case, she experienced these events since essure insertion and no alternative explanation was provided. Based on the nature of heavy cramps, a causal relationship with suspect insert cannot be excluded. With regards to the other event, based on the nature and considering that essure has a local action at fallopian tubes, a causal relationship between this event and suspect insert can be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("heavy cramps"), depression suicidal ("suicidal ideation, depression") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no: 901342, 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included parity 3, low back pain, hypertension, augmentation mammoplasty, gestational diabetes and ovarian cyst ruptured. Previously administered products included for birth control: mirena from 2004 to 2009. Concurrent conditions included overweight. Concomitant products included anovlar (loestrin) since 2011 for birth control as well as cetirizine hydrochloride (zyrtec), co-diovan (co valsartan) since 2011, co-diovan (diovan), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2015, estradiol, estradiol, combinations, eszopiclone (lunesta) since 2013, fluconazole, gabapentin (neurontin) from 2015 to 2016, glibenclamide (glyburide) since 2011, loratadine (claritin), metformin since 2016, montelukast (singulair) since 2014, nifedipine (procardia) since 2011, simvastatin (zocor) since 2011, testosterone, tizanidine hydrochloride (zanaflex) and zolpidem tartrate (ambien) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), back pain ("lower back pain"), muscle spasms ("back spasm"), pelvic pain ("pain"), arthralgia ("right hip pain/pain: joint"), the first episode of dysmenorrhoea ("pain during menstruation"), hormone level abnormal ("hormonal surges"), chills ("chills"), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), the first episode of insomnia ("insomnia"), alopecia ("hair loss"), depression ("depression/depressed"), menopause ("menopausal"), libido decreased ("decreased libido"), the second episode of insomnia ("sleep difficulties"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), tension ("tension"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), contusion ("easy bruising"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling/numbness (in fingers)"), hypoaesthesia ("tingling/numbness (in fingers)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems (unspecified)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, depression suicidal, menorrhagia, back pain, muscle spasms, hormone level abnormal, chills, genital haemorrhage, alopecia, menopause, libido decreased, the last episode of insomnia, vaginal haemorrhage, vaginal infection, tension, anxiety, bladder disorder, urinary tract disorder, contusion, device expulsion, nausea, tooth disorder, paraesthesia, hypoaesthesia, the last episode of dysmenorrhoea, visual impairment, vaginal discharge, weight decreased, abdominal distension and diarrhoea outcome was unknown, the headache, migraine, depression, dyspareunia and fatigue was resolving and the pelvic pain, arthralgia and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, chills, contusion, depression, depression suicidal, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, libido decreased, menopause, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, rash, tension, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of dysmenorrhoea, the first episode of insomnia, the second episode of dysmenorrhoea and the second episode of insomnia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight 184 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 37 year old patient. Patient demographic was updated. Her historical condition was added. Lab data was added. Concomitant medication was added. Essure indication was amended. Essure lot number was added. Essure insertion date was added. Essure was ongoing hat the time of the report. Following events were added: menopausal, decreased libido, sleep difficulties, abnormal bleeding (vaginal, menorrhagia), vaginal infection, tension, anxiety, bladder or urinary problems or changes, easy bruising, migration of essure device location of device: uterus, nausea, dental problems, tingling/numbness (in fingers), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems (unspecified), vaginal discharge, fatigue, weight loss, bloating, diarrhea and patient did not undergo an essure confirmation test. She was recovering form events: rash, migraine/headaches, sexual intercourse, fatigue and depression. She had recovered form pain: pelvic, hip, cramping. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("heavy cramps"), depression suicidal ("suicidal ideation, depression") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included parity 3, low back pain, hypertension, augmentation mammoplasty, gestational diabetes and ovarian cyst ruptured. Previously administered products included for birth control: mirena from 2004 to 2009. Concurrent conditions included overweight, neck pain, follicular cyst of ovary and cervix inflammation. Concomitant products included anovlar (loestrin) since 2011 for birth control as well as cetirizine hydrochloride (zyrtec), co-diovan (co valsartan) since 2011, co-diovan (diovan), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2015, estradiol, eszopiclone (lunesta) since 2013, fluconazole, gabapentin (neurontin) from 2015 to 2016, glibenclamide (glyburide) since 2011, loratadine (claritin), metformin since 2016, montelukast (singulair) since 2014, nifedipine (procardia) since 2011, oestrogest, simvastatin (zocor) since 2011, testosterone, tizanidine hydrochloride (zanaflex) and zolpidem tartrate (ambien) from 2011 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), back pain ("lower back pain"), muscle spasms ("back spasm"), pelvic pain ("pain"), arthralgia ("right hip pain/pain: joint"), the first episode of dysmenorrhoea ("pain during menstruation"), hormone level abnormal ("hormonal surges"), chills ("chills"), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), the first episode of insomnia ("insomnia"), alopecia ("hair loss"), depression ("depression/depressed"), menopause ("menopausal"), libido decreased ("decreased libido"), the second episode of insomnia ("sleep difficulties"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), tension ("tension"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), increased tendency to bruise ("easy bruising"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling/numbness (in fingers)"), hypoaesthesia ("tingling/numbness (in fingers)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems (unspecified)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, depression suicidal, menorrhagia, back pain, muscle spasms, hormone level abnormal, chills, genital haemorrhage, alopecia, menopause, libido decreased, the last episode of insomnia, vaginal haemorrhage, vaginal infection, tension, anxiety, bladder disorder, urinary tract disorder, increased tendency to bruise, device expulsion, nausea, tooth disorder, paraesthesia, hypoaesthesia, the last episode of dysmenorrhoea, visual impairment, vaginal discharge, weight decreased, abdominal distension and diarrhoea outcome was unknown, the headache, migraine, depression, dyspareunia and fatigue was resolving and the pelvic pain, arthralgia and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, chills, depression, depression suicidal, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, increased tendency to bruise, libido decreased, menopause, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, rash, tension, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of dysmenorrhoea, the first episode of insomnia, the second episode of dysmenorrhoea and the second episode of insomnia to be related to essure. The reporter commented: trailing coils- left-2 right-3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight 184 lbs. (B)(6) 2016- x-ray abdomen: findings: essure coils projected over the lower sacrum laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy cramps'), perforation ('perforation'), depression suicidal ('suicidal ideation, depression') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included parity 3, low back pain, hypertension, augmentation mammoplasty, gestational diabetes and ovarian cyst ruptured. Previously administered products included for birth control: mirena from 2004 to 2009. Concurrent conditions included overweight, neck pain, follicular cyst of ovary and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2011 for birth control as well as anti allergic agents, co-diovan (co valsartan) since 2011, co-diovan (diovan), cyclobenzaprine hydrochloride (flexeril) from 2013 to 2015, estradiol, estradiol;progesterone (oestrogest), eszopiclone (lunesta) since 2013, fluconazole, gabapentin (neurontin) from 2015 to 2016, glibenclamide (glyburide) since 2011, loratadine (claritin), metformin since 2016, montelukast sodium (singulair) since 2014, nifedipine (procardia) since 2011, simvastatin (zocor) since 2011, testosterone, tizanidine hydrochloride (zanaflex) and zolpidem tartrate (ambien) from 2011 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), back pain ("lower back pain"), muscle spasms ("back spasm"), pelvic pain ("pain"), arthralgia ("right hip pain/pain: joint"), menses painful ("pain during menstruation"), chills ("chills"), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), insomnia ("insomnia"), alopecia ("hair loss"), depression ("depression/depressed"), menopause ("menopausal"), libido decreased ("decreased libido"), difficulty sleeping ("sleep difficulties"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), tension ("tension"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), increased tendency to bruise ("easy bruising"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling/numbness (in fingers)"), hypoaesthesia ("tingling/numbness (in fingers)"), menstrual cramps ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems (unspecified)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), diarrhoea ("diarrhea") and device dislocation ("migration") and was found to have hormone level abnormal ("hormonal surges") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, perforation, depression suicidal, menorrhagia, back pain, muscle spasms, hormone level abnormal, chills, genital haemorrhage, insomnia, alopecia, menopause, libido decreased, difficulty sleeping, vaginal haemorrhage, vaginal infection, tension, anxiety, bladder disorder, urinary tract disorder, increased tendency to bruise, device expulsion, nausea, tooth disorder, paraesthesia, hypoaesthesia, menstrual cramps, visual impairment, vaginal discharge, weight decreased, abdominal distension, diarrhoea and device dislocation outcome was unknown, the headache, migraine, depression, dyspareunia and fatigue was resolving and the pelvic pain, arthralgia, menses painful and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, chills, depression, depression suicidal, device dislocation, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, increased tendency to bruise, insomnia, libido decreased, menopause, menorrhagia, menses painful, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, perforation, rash, tension, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, difficulty sleeping and menstrual cramps to be related to essure. The reporter commented: trailing coils- left-2 right-3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight 184 lbs. (B)(6) 2016- x-ray abdomen: findings: essure coils projected over the lower sacrum laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event migration and perforation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy cramps'), perforation ('perforation'), depression suicidal ('suicidal ideation, depression') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included parity 3, low back pain, hypertension, augmentation mammoplasty, gestational diabetes and ovarian cyst ruptured. Previously administered products included for birth control: mirena from 2004 to 2009. Concurrent conditions included overweight, neck pain, follicular cyst of ovary and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2011 for birth control as well as from 2013 to 2015, since 2011, anti allergic agents, estradiol, estradiol;progesterone (oestrogest), eszopiclone (lunesta) since 2013, fluconazole, gabapentin (neurontin) from 2015 to 2016, glibenclamide (glyburide) since 2011, hydrochlorothiazide;valsartan, hydrochlorothiazide;valsartan (co valsartan) since 2011, metformin since 2016, montelukast sodium (singulair) since 2014, simvastatin (zocor) since 2011, testosterone, tizanidine hydrochloride (zanaflex) and zolpidem tartrate (ambien) from 2011 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, menorrhagia ("heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), back pain ("lower back pain"), muscle spasms ("back spasm"), pelvic pain ("pain"), arthralgia ("right hip pain/pain: joint"), menses painful ("pain during menstruation"), chills ("chills"), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), insomnia ("insomnia"), alopecia ("hair loss"), depression ("depression/depressed"), menopause ("menopausal"), libido decreased ("decreased libido"), difficulty sleeping ("sleep difficulties"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), tension ("tension"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), increased tendency to bruise ("easy bruising"), nausea ("nausea"), tooth disorder ("dental problems"), paraesthesia ("tingling/numbness (in fingers)"), hypoaesthesia ("tingling/numbness (in fingers)"), menstrual cramps ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems (unspecified)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), diarrhoea ("diarrhea") and device dislocation ("migration") and was found to have hormone level abnormal ("hormonal surges") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, perforation, depression suicidal, menorrhagia, back pain, muscle spasms, hormone level abnormal, chills, genital haemorrhage, insomnia, alopecia, menopause, libido decreased, difficulty sleeping, vaginal haemorrhage, vaginal infection, tension, anxiety, bladder disorder, urinary tract disorder, increased tendency to bruise, device expulsion, nausea, tooth disorder, paraesthesia, hypoaesthesia, menstrual cramps, visual impairment, vaginal discharge, weight decreased, abdominal distension, diarrhoea and device dislocation outcome was unknown, the headache, migraine, depression, dyspareunia and fatigue was resolving and the pelvic pain, arthralgia, menses painful and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, chills, depression, depression suicidal, device dislocation, device expulsion, diarrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, increased tendency to bruise, insomnia, libido decreased, menopause, menorrhagia, menses painful, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, perforation, rash, tension, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, difficulty sleeping and menstrual cramps to be related to essure. The reporter commented: trailing coils- left-2 right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight 184 lbs. (B)(6) 2016- x-ray abdomen: findings: essure coils projected over the lower sacrum laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Lot number: 901342 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("heavy cramps"), depression suicidal ("suicidal ideation, depression") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, menorrhagia ("heavy bleeding during menstruation"), headache ("headaches"), migraine ("migraines"), back pain ("lower back pain"), muscle spasms ("back spasm"), pelvic pain ("pain"), arthralgia ("right hip pain"), dysmenorrhoea ("pain during menstruation"), hormone level abnormal ("hormonal surges"), chills ("chills"), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), insomnia ("insomnia"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, depression suicidal, menorrhagia, headache, migraine, back pain, muscle spasms, pelvic pain, arthralgia, dysmenorrhoea, hormone level abnormal, chills, genital haemorrhage, rash, insomnia, alopecia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, chills, depression, depression suicidal, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, insomnia, menorrhagia, migraine, muscle spasms, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Lawyers added as reporters. On (B)(6) 2011, essure was inserted. Plaintiff suffered from heavy bleeding, pain, skin rash, insomnia, depression and hair loss. On (B)(6) 2016, essure was removed. Hysterectomy performed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.